Event description:
The patient had removal of two malfunctioning pacer leads. They had functioned readily but had continued erosion of the electrical impedance and both leads had impedance less than 200 ohms at the time of removal; which was what prompted removal. A stylet was passed down each lead and turned with gentle traction, and found not to be able to be removed. Accordingly, the leads were amputated and locking stylets passed down each lead and turned. Using the excimer laser under constant monitoring and fluoroscopy control both leads were finally removed in entirety. A tee (transesophageal echocardiogram) was performed which showed no evidence of cardiac or vascular injury to intrinsic cardiac pathology.